Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Based on the received information, the patient only used 9 channels from activation day (1-9). He experienced facial nerve stimulation (fns), which is a known post-operative side-effect of ci implantation in 6 channels (from 3 to 9). In (B)(6) 2014, in-situ measurements showed 2 channels involved in a short circuit, which were both disabled. Likely due to a combination of all these factors, the performance of the patient decreased over time. This is a final report.

Event description:
The performance of the patient decreased over time. The patient has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The performance of the patient decreased over time. The patient has been re-implanted.